Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 endoanchors were implanted for the treatment of a type 1a endoleak which occurred approximately one month earlier. However, the endoleak did not resolve. A chevar procedure was then carried out on both renal arteries and an endurant aortic cuff was used to extend proximally to the sma to treat the endoleak. It was reported that the endoleak was much improved but not completely resolved. Per the physician the cause of the endoleak was anatomy related due to an angulated infrarenal neck. The patient will continue to be monitored.